Event description:
Customer reports a right ventricular lead was successfully placed, then an atrioventricular node ablation was performed. Lastly, coronary sinus (cs) access was gained with the worley system. While searching for a vein to implant the lv lead, the patients blood pressure dropped. An emergent echo was performed showing a pericardial effusion. A pericardiocentesis was initiated and fluid was pulled off the pericardium. The patient kept having pulseless electrical activity (pea) events and pulmonary resuscitation was initiated. Eventually the patient passed and time of death was called. In review of the flouro images, the wire was in the cs outside of the cardiac shadow. This was believed to be the cause of the effusion. Follow-up mdt rep communication: "yes, the worley was thought to be the cause."

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the device history and complaint database could not be performed since the lot number was not provided.